Event description:
Customer reported being hospitalized multiple times due to high blood glucose and dka. Troubleshooting was done, customer stated that several of the hospitalizations were due to frozen screens, pump is returning for analysis.